Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported, "ventilator inoperable (vent inop) and transducer (xdcr) fault. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator unit. The unit was powered on in operating mode for testing. The reported problem of the "xdcr (transducer) fault" could not be duplicated. The transducer calibrations were performed as described in the product service manual. All calibrations passed. The component will be stored for 90 days if further investigation is needed.